Event description:
It was reported that the patient underwent inguinal hernia repair surgery on (B)(6) 2014 and suture was used. During the procedure, the needle broke. The needle piece was unable to be located despite exploration of the area. The wound was closed and the patient sent for xray. The needle piece was located on plain abdominal xray. The patient was transferred by ambulance to another hospital for laparotomy under image guided xray to locate the broken part of the needle left in situ. The needle piece was unable to be found during the procedure and remains in the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
The inguinal hernia repair was done on the left side. The needle remains in situ. The location of the retained needle is unknown. The patient has been advised that any problems from this retained needle would be rare but should she need an MRI in the future, she should inform the consultant that she has a metal foreign body retained.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.